Event description:
It was reported that there was high/unstable threshold and the physician was concerned about the integrity of the lead. The right ventricular (rv) lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID:407645 crdm non-defib lead, implanted: (B)(6) 2006; 419478 crdm non-defib lead implanted: (B)(6) 2005. (B)(4).